Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states, the pd catheter placed on (B)(6) 2010, positioned in the left lower quadrant. On (B)(6) 2013, a home patient notified staff at davita dialysis that catheter was leaking because of a hole in the catheter. A staff member observed a hole in catheter. A staff member observed a hole in catheter at the point where the beta cap adapter comes into contact with the inner part of the pd catheter. The catheter was repaired on (B)(4) 2013 by davita staff member. The patient was sent for lab testing and as a precaution was prescribed prophylactic antibiotics in case of peritonitis. Labs results confirmed that the patient did have peritonitis.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.